Event description:
Caller alleged discrepant low inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014. Inratio inr: 1.1. Laboratory inr: 2.9. Therapeutic range: 2.0-3.0. The time between testing was within three (3) hours. Reportedly, the patient is anemic. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation pending.